Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x(device #1). The patient's attorney did not make any allegations regarding the bard/davol ventralight st. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 or (B)(6) 2014 the patient underwent surgery for implant of an unspecified bard/davol composix e/x(device #1) or an unspecified bard/davol ventralight st. The patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the composix e/x(device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." .

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 or (B)(6) 2014 the patient underwent surgery for implant of an unspecified bard/davol composix e/x(device #1) or an unspecified bard/davol ventralight st. Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the composix e/x(device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with large right lower quadrant anterior abdominal wall incarcerated incisional hernia with small bowel obstruction thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, "the hernia defect in the right lower quadrant was noted to be quite large with incarcerated bowel. Enterolysis was performed. Second hernia was superior near the umbilicus, this was repaired. A composix e/x mesh (device #1) was placed on undersurface of fascia and sutured." (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia at right lower quadrant and adhesions thereby underwent laparoscopic repair. Per operative notes, "dense adhesions were encountered. Two loops of bowel stuck in the hernia sac was reduced. The small bowel adhered to the edge of mesh (device #1) and hernia sac itself. A portion of seromuscular layer in the mesh was excised. The bowel was repaired. The fascial defect also was repaired with sutures, reapproximating the old mesh (device #1) superiorly and laterally. A piece of biologic mesh was placed." (B)(6) 2013 - patient was diagnosed with seroma at right lower quadrant incisional hernia site thereby underwent drainage of seroma. (B)(6) 2014 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the implant of ventralight st mesh (device #2). Per operative notes, "the sac was opened and several loops of small intestine were adherent. A piece of mesh (device #1) was seen in lower abdomen. The fascial defect was at superior margin of mesh. The adhesions were taken down. A piece of ventralight st mesh (device #2) was placed on undersurface of fascia and sutured." (B)(6) 2014 - patient was diagnosed with abdominal wall seroma thereby underwent drainage. Ni-ni-ni, patient got infected and the entire mesh (device #2) was removed. Attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, hernia recurrence, ring break, seroma, infection, pain and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x(device #1). The patient's attorney did not make any allegations regarding the bard/davol ventralight st. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2years 6 months post implant of composix e/x mesh, patient was diagnosed with hernia recurrence, seroma, pain and adhesions. The instructions-for-use supplied with the device lists hernia recurrence, seroma and adhesions as possible complications. This supplemental emdr represents the composix mesh e/x (device #1). Additional emdr was submitted to represent the ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.